Event description:
Ekos (btg) ultrasound assisted infusion catheter. Both radioopaque metallic markers on catheter (for fluoroscopic/angiographic visualization) separated from catheter and embolized during placement. Only one of the markers could be retrieved. In this case, the event did not result in adverse clinical outcome because the embolization occurred in the pulmonary artery circulation, and was not hemodynamically significant. However, the potential for harm is great, because this catheter is also used in the systemic arterial circulation, where embolization of the markers could result in major tissue damage or death (for example, stroke or ischemic foot). I contacted the manufacturer who indicated that this is a known issue and had been reported in the past by other physicians.